Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform displacement test. Unit had cracked battery tube threads.

Event description:
The customer was reported via phone call that, the insulin pump has a crack around the battery cap. Blood glucose value was unknown at the time of the incident. It was also mentioned that the cap is losing contact with the battery. No troubleshooting was performed. The customer was advised the insulin pump will need to be replaced. The device has been returned for analysis.